Event description:
It was reported that this right ventricular lead was unable to be implanted due to issues when retracting the helix, since it would pop out on its own. The physician suspected the lead to be defective and another lead was successfully implanted on its place. It is suspected that the helix was excessively turn. No additional information is available at the moment. No additional adverse patient effects were reported.